Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited low defibrillation impedances. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that the right ventricular lead was explanted on (B)(6) 2024. The patient was in stable condition.